Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline communication faults on the night on (B)(6) 2026. The alarm was cleared and log file review was requested which captured driveline communication faults from the beginning of the log file. A pump cable cleaning was performed on (B)(6) 2026.